Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received multiple pump error alarm. The customer¿s blood glucose level was 142 mg/dl at the time of the incident. Customer was able to clear the alarm and rewind the insulin pump. The self test was performed and the result was not ok. The product will return for analysis.

Manufacturer narrative:
Device passed the self test and the displacement test. No unexpected hal software error detected or the main arm cannot communicate with the motor arm alarms noted during testing however, the downloaded history files confirmed hal software error detected alarm and the main arm cannot communicate with the motor arm alarm due to a software error.